Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "during preparations the nurse experiences that the syringe (40087007) disconnects itself" and "this has happened several times during the last few days". The customer contact noted, "not all of the kits with the same lot are affected." The customer contact reported, "we had the same problems two years ago and this was investigated by medline." Per the customer contact, "the syringes have been exchanged" and "we have provided the customer with one box of 7008007 single sterile syringes foc as a short-term solution." The customer contact did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available regarding the customer reported incident at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer contact on (B)(6) 2026, "during preparations the nurse experiences that the syringe (40087007) disconnects itself" and "this has happened several times during the last few days".